Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has power issues. The subject pump allegedly shut down three times on one night. There were no replace battery or low battery alarms. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/03/2014 - device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: a review of the pump history showed that a call service alarm occurred before each pump reboot. The call service alarms were consistent with sleep alarms that caused the display screen to be blank. There was no evidence of corrosion or cracks on the battery compartment or cap spring. The battery compartment and battery cap threads were fully intact; no damage was observed. The battery cap height and width measurements were found to be within specifications. The pump powered up and booted normally. The pump performed rewind, load, and prime steps with no power loss occurring. The pump was exercised for 24 hours on a 1 unit per hour basal program with no power loss occurring. The issue of intermittent power was not able to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.